Event description:
Report received from USA stating that the device cannot attach to the motor. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes . The reported problem that the device could not be attached to the motor was unconfirmed. The device met all manufacturing specifications. If additional information is received, a supplemental MDR will be sent. (B)(4).